Event description:
Quit working toward end of case - generator said error 5. We followed instructions for error 5, but it continued to display the same error code. Turned generator off and back on with same results. We then switched to scissors that cauterize.